Manufacturer narrative:
The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. It is unknown if the air/water nozzle was flushed with detergent solution. The endoscope was immersed in the detergent solution. There were no other concerns with reprocessing. The device was returned to olympus for evaluation. The following findings were noted during device evaluation: the suction cylinder and forceps channel port were shaved. Due to a cut on angle wire, bending section could not be bent in the up direction at all. The adhesive on the bending section cover had a chip and due to deformation, the right/left knob did not move smoothly. Due to a cut on the heat shrinking tube of the forceps elevator lever the expected insulation capacity could not be obtained. The adhesive around the light guide lens, objective lens, and the indication on the scope connector were all peeled. The switch box, plastic distal end cover, the connecting tube, forceps elevator lever knob, control unit, scope connector cover unit, scope connector, right/left knob, universal cord, universal cord protector, image guide protector, scope cover, grip, and the upward/downward angulation control knob all had scratches. The scope connector, electrical connector, control unit, and the connecting tube all had discoloration. The control unit was dirty due to water leakage and switch #4 had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Correction to e1 of the initial medwatch. The initial reporter facility name should be "olympus". G3 of the initial medwatch should also be corrected to 18 jan, 2024 and not 24 jan, 2024 as initially reported. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and with the information acquired, it was unknown whether there were any deviations identified with the reprocessing performed according to the instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures describes how to prevent for the suggested events.¿ olympus will continue to monitor field performance for this device.